Manufacturer narrative:
An event of coagulopathy and brady-tachy-arrhythmia was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2021, a 28mm sjm sã©guin semi-rigid annuloplasty ring was implanted. Post procedure, coagulopathy was reported and the patient was given IV medications and patient presented in brady-tachy-arrhythmia and a pacemaker was implanted. On (B)(6) 2021, rhythms disorder was noted and was treated with magnesium and amiodarone. The patient was reported to be in stable condition. (Crd_985 - arb pmcf; de4019-157; r622091501, r622092301, r622088301).